Event description:
It was reported that the procedure was cancelled. This 2.4mm jetstream xc catheter catheter was selected for use during an atherectomy procedure to treat a 100% occluded, mildly calcified superficial femoral artery lesion. During the procedure, a wire was placed across the lesion, then the jetstream catheter was unable to cross the lesion and became bogged down, then stalled out despite efforts to overcome this challenge. Wire access was lost during the removal of the jetstream and was not able to be reestablished. Therefore, the case was cancelled and rescheduled for another date, using alternative methods. The patient had received moderate sedation and local anesthetic for the procedure. There were no patient complications. It was noted that the catheter operated correctly and did not contribute to the event.